Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 7/13/2020. Device returned to manufacturer ¿ yes. Device evaluation: the complaint lens was received submerged in an unknown solution in a specimen cup. Additional documentation was received as well. Visual inspection under magnification revealed that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency was identified. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints have been received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient left eye due to visual disturbance of halos and blurred vision. There was no medical/ surgical injury. Another j&j lens of same model, different diopter was implanted. No further information provided.